Event description:
The doctor (B)(6) reported that one of the pressure regulators (manometer) that is permanently in the hospital is broken, and he did not give more information. Doctor: (B)(6) - hospital : (B)(6) product: 50182532 procedure: unknown (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).